Event description:
It was reported that the patient with this right ventricular (rv) lead swallowed several batteries. An endoscopy was performed, however, at least two batteries remain. Subsequently, the lead started to exhibit oversensing of noisy signals. Technical services (ts) reviewed the reports and stated it is unknown if the batteries in the patient's stomach can create this noise. Ts suggested turning off therapy until all the batteries have been removed from the patient and isometrics to attempt to recreate the noise. The lead remains in use. No adverse patient effects were reported.